Event description:
The customer tested his blood glucose using one of his contour meters and received readings of 135 and 120 mg/dl. He retested with his other contour meter and received readings of 532, 254, and 442 mg/dl. The difference between the readings falls in the "c" and "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any of the test strips left that gave the above readings. No product will be returned for eval.